Manufacturer narrative:
(B)(4). Date sent: 9/12/2024. D4: batch # 277c28. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload (a) was received. The reload was received unfired and with damage on the reload deck. No functional test was performed due to the condition of the reload. Additionally, photos were provided and they showed a blue reload with one protruding staple leg were observed and packages were observed. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 277c28, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during the lap gastrectomy surgery, open the packing and noted that some staples fell off. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.